Event description:
It was reported that patient was in overdischarge. The patient had a knee replacement in october and sometime in that process she discontinued charging. The patient lost her recharger cord to recharge the recharger. Four days later it was reported that a physician mode recharge (pmr) was performed and successful. The patient was experiencing a return of tremor. No further troubleshooting or interventions were necessary. The issue was resolved and the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).